Manufacturer narrative:
The referenced pump exchange due to suspected driveline wire compromise is reported under MFR medwatch report # 2916596-2018-04159. Approximate age of device - 1 year, 6 months. Device evaluation: examination of pump, upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. The lack of laminated layering and lack of areas of denaturation suggest that this deposition was not present for an extended period of time while the pump was supporting the patient. In addition, the deposition did not appear to have formed in this location and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition or similar depositions were in the pump or passing through the pump during operation, the depositions could have potentially contributed to the reported low flow events. Upon removal of the deposition, the device was cleaned. The bearings, rotor, and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portions of the driveline underwent electrical continuity and high potential testing. The findings were reported under MFR medwatch report # 2916596-2018-04159. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the patient underwent a pump exchange due to suspected driveline wire compromise. During the evaluation of the returned explanted device, a thrombus formation was found on the pump's rotor body. Prior to the pump exchange, the patient's lvad system had reportedly indicated low flow alarms.